Manufacturer narrative:
The pump passed the displacement test, but failed the self test with an unexpected pump error 63. The pump error 63 was confirmed in the formatted history file due to a loose connection or a cold solder joint at the keypad assembly. No unexpected audio/vibrate, anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was unknown. Self-test did not pass and the pump error alarm occurred for the second time. Troubleshooting was not performed. The product will not be returned for analysis.